Event description:
It was reported that a spectrum pump had a "constant occlusion alarm". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom in the form of downstream occlusion alarms caused by high sensor readings with a fluid set loaded into the pump. The pressure plate gap was also out of spec. The unit was recalibrated to ensure proper occlusion detection.